Event description:
During a surgical procedure infiniti vision system s/n (B)(4) shut down completely. Power cords were checked and no disconnect had occurred. Screen blinked on and off a few times but system never rebooted. Machine replaced with another. No apparent injury to pt. This same machine was reported as malfunctioning a day prior to this incident on (B)(6) 2012.